Manufacturer narrative:
(B)(4). During visual inspection of the returned sample a cut in the silicone tubing approximately 5/16 inch from the twist sleeve clamp was observed. During leak testing a leak was observed at the site of the cut in the tubing. Clear passage and clamp function tests were performed with no issues noted. The cause of the cut in the tubing cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. The customer reported that leakage from the silicone tubing of the transfer set was found during use. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.